Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The service assessment of the unit revealed slip stick of the motor assembly. The complaint was confirmed and the root cause was associated with a mechanical component failure. A motor stall condition can result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time.

Event description:
During a shoulder arthroscopy procedure the hand piece got warm and was not working. A backup hand piece of the same kind was used to complete the case. No patient or user injury was reported. There was a 2 min delay noted.